Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found non other equipment manufacturer seals; top case and battery were found with the device, cracked bottom case and battery door. The reported issue was duplicated at start up. The cause of the issue is the main board not working as intended. The main board was replaced. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Event description:
It was reported the device has a "force sensor bridge sensor error". It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.